Manufacturer narrative:
Initial

Event description:
It was reported that while using the ilet system the user experienced persistent hyperglycemia, with blood glucose values reported peak of 462 mg/dl, despite a site change with convatec inset infusion set, tubing test with observed drops, and reconnection; the user ultimately discontinued pump therapy and administered subcutaneous insulin via backup therapy. Symptoms included hyperglycemia with associated headache, and dizziness. Outcomes included an unexpected medical intervention in the form of medication administration. User support included communication and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.